Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 10 patient samples on a cobas c 503 analytical unit. Refer to the attachment "(B)(4)" for patient results. The units of measure were not provided. The physician questioned the cholesterol results because the results did not agree with the patient's clinical status. The sum of the hdl and ldl results was greater than the cholesterol gen.2 results.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.